Manufacturer narrative:
Device was not returned. Product available to stryker. An event regarding packaging damage involving a triathlon femoral component was reported. The event was not confirmed. The product was not returned. One image of very poor quality was supplied of the reported event. The image shows a person holding back the tyvek of the femoral component outer blister pack, damage cannot be confirmed in the image. Material analysis, functional and dimensional analysis were not completed as the device was not returned and the event is a packaging issue. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. The event itself could not be confirmed due to the poor quality images provided. Further information such as product return, better images and operative reports are needed to complete the investigation for confirming the event and determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "the outer tray was cracked inside the box".

Manufacturer narrative:
Review of the device history records indicate theta the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported: "the outer tray was cracked inside the box".